Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the olympus autoclavable camera head was damaged during an unspecified procedure. No patient injuries occurred.